Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local department of olympus. Local service department checked the subject device and found that e311 error occurred. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that ccd unit broke since water intruded, and then image became cloudy or not displayed and scope communication error e311 occurred. In addition, since this device exceeded the product's service life, it was assumed that the ccd unit failed due to aging the failure of ccd might be due to user's handling or deterioration caused by aging.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to the ccd sensor defectiveness. Moisture was also identified when inspecting the condition of the sensor. It made image cloudy and visibility could not be secured. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the camera was all black and there was no image on the monitor. There was no report of patient injury associated with the event.